Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 12/8/2021. Additional information: d1, d2a, d2b, d4, g4, h3, h4. Additional information was requested, and the following was obtained: 1. Please provide product code. W9918. 2. Please provide lot number. Ap3585. 3. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail please be advised this case is duplicated with (B)(4). Xray was taken to find the needle. 4. How was procedure successfully completed? Unknown. 5. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Unknown. 6. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product code. Please provide lot number. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a perineal laceration closure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. X-ray was taken, needle was found and removed. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/4/2022. H6 component code: g07002 - device not returned. Addition information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.